Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm noted that there were no fault logs in the iabp log files associated with this event. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that after the customer installed a full tank of helium on a cs300 intra-aortic balloon pump (iabp) a helium leak occurred dropping the level to near empty in approximately one month. It is unknown under which circumstances this event occurred; however there was no patient involved and no adverse event was reported.